Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): during troubleshooting, customer support found that the basal history does not match active basal program there was no indication that the product caused or contributed to an adverse event. This complaint is being reported as with discrepancy in the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: tdd history matches basal and bolus history; basal history adds up correctly to the basal segment programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Unable to duplicate complaint of inaccurate deliveries. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.